Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("tried to burrow through uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: it was previously confirmed that the device was in the right place. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tried to burrow through uterus/ other lodged in my uterus/ left side migrated') and menorrhagia ('8 weeks of massive bleeding ended up in ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "terrible time placing my second one". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), procedural pain ("terrible time placing my second one it took 20 mins and was painful"), tendon calcification ("calcification in my shoulder joints"), inflammation ("inflammation"), flank pain ("left side throbbing pain"), menstrual disorder ("abnormal period") and alopecia ("thinning hair"). The patient was treated with surgery (ablation and lodged in my uterus had to be removed/ only have right one). At the time of the report, the device dislocation, menorrhagia, procedural pain, inflammation, flank pain, menstrual disorder and alopecia outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered alopecia, flank pain, inflammation, menorrhagia, menstrual disorder, procedural pain and tendon calcification to be related to essure. The reporter commented: it was previously confirmed that the device was in the right place. Cross referenced with plaintiff case number : (B)(4). Plaintiff have one clip on that side only left side is removed due to migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Non drug treatment added in dislocation event as "lodged in my uterus had to be removed/ only have right one" on 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Same document (fu3 and fu4) attached. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Events 'terrible time placing my second one' and 'terrible time placing my second one it took 20 mins and was painful' were added. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Events 'calcification in my shoulder joints' and 'inflammation' were added. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Event left side throbbing pain was added. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Events abnormal period and 8 weeks of massive bleeding ended up in ablation were added. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Event thinning hair was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tried to burrow through uterus/ other lodged in my uterus/ left side migrated'), device breakage ('device fracture'), fallopian tube perforation ('perforation of fallopian tube') and menorrhagia ('8 weeks of massive bleeding ended up in ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "terrible time placing my second one". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), procedural pain ("terrible time placing my second one it took 20 mins and was painful"), tendon calcification ("calcification in my shoulder joints"), the first episode of inflammation ("inflammation"), flank pain ("left side throbbing pain"), menstrual disorder ("abnormal period"), alopecia ("thinning hair"), pelvic pain ("severe pain"), abdominal distension ("bloating"), arthralgia ("joint pain"), abdominal pain ("severe abdominal pain"), feeling abnormal ("brain fog") and the second episode of inflammation ("inflammatory response") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal (B)(6) 2020, ablation and lodged in my uterus had to be removed/ only have right one). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, menorrhagia, procedural pain, flank pain, menstrual disorder, alopecia, pelvic pain, weight increased, abdominal distension, arthralgia, abdominal pain, feeling abnormal and the last episode of inflammation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, fallopian tube perforation, feeling abnormal, flank pain, menorrhagia, menstrual disorder, pelvic pain, procedural pain, tendon calcification, weight increased, the first episode of inflammation and the second episode of inflammation to be related to essure. The reporter commented: it was previously confirmed that the device was in the right place. Cross referenced with plaintiff case number : (B)(4). Plaintiff have one clip on that side only left side is removed due to migration. As per pif: patient underwent multiple surgeries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received: device fracture and fallopian tube perforation added and made medically significant and intervention required due to surgery. Other events pelvic pain, weight gain, bloating, joint pain, severe abnormal pain, brain fog and inflammatory responses added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tried to burrow through uterus/ other lodged in my uterus/ left side migrated'), device breakage ('device fracture'), fallopian tube perforation ('perforation of fallopian tube') and heavy menstrual bleeding ('8 weeks of massive bleeding ended up in ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "terrible time placing my second one". The patient's medical history included corpus luteum cyst, endometriosis, hematosalpinx, paratubal cyst, uterine leiomyoma, adenomyosis, post ablation syndrome, adnexa uteri pain and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), procedural pain ("terrible time placing my second one it took 20 mins and was painful"), tendon calcification ("calcification in my shoulder joints"), inflammation ("inflammation"), flank pain ("left side throbbing pain"), menstrual disorder ("abnormal period"), alopecia ("thinning hair"), pelvic pain ("severe pain"), abdominal distension ("bloating"), arthralgia ("joint pain"), abdominal pain ("severe abdominal pain"), feeling abnormal ("brain fog") and inflammatory reaction ("inflammatory response") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and robotic total hysterectomy,bilateral salpingectomy,left oophorectomy,lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, heavy menstrual bleeding, procedural pain, inflammation, flank pain, menstrual disorder, alopecia, pelvic pain, weight increased, abdominal distension, arthralgia, abdominal pain, feeling abnormal and inflammatory reaction outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, fallopian tube perforation, feeling abnormal, flank pain, heavy menstrual bleeding, inflammation, menstrual disorder, pelvic pain, procedural pain, tendon calcification, weight increased and inflammatory reaction to be related to essure. The reporter commented: it was previously confirmed that the device was in the right place. Cross referenced with plaintiff case number : (B)(4). Plaintiff have one clip on that side only left side is removed due to migration. As per pif: patient underwent multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: 1. Atrophic ovary with a hemorrhagic corpus luteum cyst. 2. Proximally interrupted left fallopian tube with proximal tubal endometriosis and hematosalpinx. 3. Interrupted right fallopian tube with cautery distortion artifact. 4. Small right ovary fragments, atrophic with paratubal cysts. 5. Mucinous cysts of the endocervix, 6. Secretory phase endometrium with hematometra . 7. Occluded cervical isthmus. 8 anterior cervical isthmus region scar(s). 9. Normal fat. 10. Negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received-new reporter, lab data, medical history, removal details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tried to burrow through uterus/ other lodged in my uterus/ left side migrated'), device breakage ('device fracture'), fallopian tube perforation ('perforation of fallopian tube') and heavy menstrual bleeding ('8 weeks of massive bleeding ended up in ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "terrible time placing my second one". The patient's medical history included corpus luteum cyst, endometriosis, hematosalpinx, paratubal cyst, uterine leiomyoma, adenomyosis, post ablation syndrome, adnexa uteri pain and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), procedural pain ("terrible time placing my second one it took 20 mins and was painful"), tendon calcification ("calcification in my shoulder joints"), inflammation ("inflammation"), flank pain ("left side throbbing pain"), menstrual disorder ("abnormal period"), alopecia ("thinning hair"), pelvic pain ("severe pain"), abdominal distension ("bloating"), arthralgia ("joint pain"), abdominal pain ("severe abdominal pain"), feeling abnormal ("brain fog") and inflammatory reaction ("inflammatory response") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and robotic total hysterectomy,bilateral salpingectomy,left oophorectomy,lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, heavy menstrual bleeding, procedural pain, tendon calcification, inflammation, flank pain, menstrual disorder, alopecia, pelvic pain, weight increased, abdominal distension, arthralgia, abdominal pain, feeling abnormal and inflammatory reaction outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, fallopian tube perforation, feeling abnormal, flank pain, heavy menstrual bleeding, inflammation, menstrual disorder, pelvic pain, procedural pain, tendon calcification, weight increased and inflammatory reaction to be related to essure. The reporter commented: it was previously confirmed that the device was in the right place. Cross referenced with plaintiff case number : (B)(4). Plaintiff have one clip on that side only left side is removed due to migration. As per pif: patient underwent multiple surgeries diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: 1. Atrophic ovary with a hemorrhagic corpus luteum cyst. 2. Proximally interrupted left fallopian tube with proximal tubal endometriosis and hematosalpinx. 3. Interrupted right fallopian tube with cautery distortion artifact. 4. Small right ovary fragments, atrophic with paratubal cysts. 5. Mucinous cysts of the endocervix, 6. Secretory phase endometrium with hematometra . 7. Occluded cervical isthmus. 8 anterior cervical isthmus region scar(s). 9. Normal fat. 10. Negative for malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tried to burrow through uterus/ other lodged in my uterus/ left side migrated') and menorrhagia ('8 weeks of massive bleeding ended up in ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "terrible time placing my second one". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), procedural pain ("terrible time placing my second one it took 20 mins and was painful"), tendon calcification ("calcification in my shoulder joints"), inflammation ("inflammation"), flank pain ("left side throbbing pain"), menstrual disorder ("abnormal period") and alopecia ("thinning hair"). The patient was treated with surgery (ablation and lodged in my uterus had to be removed/ only have right one). At the time of the report, the device dislocation, menorrhagia, procedural pain, inflammation, flank pain, menstrual disorder and alopecia outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered alopecia, flank pain, inflammation, menorrhagia, menstrual disorder, procedural pain and tendon calcification to be related to essure. The reporter commented: it was previously confirmed that the device was in the right place. Cross referenced with plaintiff case number : (B)(4). Plaintiff have one clip on that side only left side is removed due to migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Non drug treatment added in dislocation event as "lodged in my uterus had to be removed/ only have right one" on 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Same document (fu3 and fu4) attached. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Events 'terrible time placing my second one' and 'terrible time placing my second one it took 20 mins and was painful' were added. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Events 'calcification in my shoulder joints' and 'inflammation' were added. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Event left side throbbing pain was added. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Events abnormal period and 8 weeks of massive bleeding ended up in ablation were added. On 20-mar-2020: fu3, fu4, fu5, fu6, fu7, fu8 and fu9 were processed together. Content from social media received. Event thinning hair was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.